Event description:
New information received noted that the repositioning was needed due to high capture thresholds and low pacing impedance. The leadless pacemaker may have interacted with the protective sleeve of the delivery catheter during the repositioning process.

Manufacturer narrative:
The reported events of inadequate capture, low pacing impedance could not be confirmed. The reported event of stretched was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis was performed, including impedance and output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right ventricular leadless pacemaker needed to be repositioned post-fixation for an unspecified reason during initial implant. The helix of the device then became stretched. A new device was used to complete the procedure. Patient was stable with no consequences.